Event description:
It was reported that the pulse generator exhibited a false elective replacement indicator date during a lead replacement procedure. The magnet rate, voltage and remaining capacity to eri were observed to be normal. The device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.